Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) after an atrial ablation procedure. Technical services (ts) was consulted, and it was found that the right atrial automatic threshold (raat) test failed due to low evoke response and intrinsic beats. As a result, this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead has not been returned to boston scientific for further analysis.